Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the implant procedure it was noted that the implantable cardioverter defibrillator (ICD) header caused difficulty in inserting and detaching the lead, the set screw had a loose connection and was stripped. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported complaint of setscrew being stripped was confirmed and the reported complaints of difficulty to insert, failure to remove lead from header and loose or intermittent connection were not confirmed. The device was received in normal range of operation. Analysis of device image found no anomalies. Mechanical evaluation of header and setscrews were performed and revealed that ventricular hex inset of the setscrew was stripped, which is consistent with improper wrench insertion during the implant procedure. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.